Event description:
It was reported that the patient received an inappropriate shock due to oversensing of noise via reduced intrinsic amplitudes. Technical services advised some programming options. Also, the smartpass had programmed itself off due to the low amplitudes. Later, it was reported that the patient had another inappropriate shock due to oversensing via reduced intrinsic amplitudes and noise. There were no additional adverse patient effects. The system remains implanted.